Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause: mlc-20-user's test strip had poor storage. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 196 mg/dl. The customer's expected fasting blood glucose test result range is 98 - 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. Customer keeps the meter and test strips in her purse which she takes with her when she leaves her home; customer did state she does not leave her purse in the car. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is about one week. The meter memory was reviewed for previous test result history: (B)(6).